Manufacturer narrative:
Corrected information: follow up #1 inadvertently submitted without explanation for d4 (serial #) and h4. Fields updated based on new information which showed the patient was utilizing a different cycler at the time of their death.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was found unresponsive at home by family on the morning of (B)(6) 2021 and it was determined the patient had expired. It was unknown if emergency services were activated for this event. Reportedly, the patient was more than likely connected to the cycler at the time of death as she was found in the early morning; however, this could not be confirmed. It was believed the cause of death was due to a sudden cardiac arrest due to deteriorating health, worsening hypotension and other comorbidities. The patient was previously hospitalized for gastritis on (B)(6) 2021 and upon discharge on (B)(6)2021, the patient¿s health continued to decline with hypotension and weakness. It was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check, a voltage calibration check, catch-post hipot test, patient hipot test, and a current leakage test. An internal visual inspection of the cycler revealed no issues. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was found unresponsive at home by family on the morning of (B)(6) 2021 and it was determined the patient had expired. It was unknown if emergency services were activated for this event. Reportedly, the patient was more than likely connected to the cycler at the time of death as she was found in the early morning; however, this could not be confirmed. It was believed the cause of death was due to a sudden cardiac arrest due to deteriorating health, worsening hypotension and other comorbidities. The patient was previously hospitalized for gastritis on (B)(6) 2021 and upon discharge on (B)(6) 2021, the patient¿s health continued to decline with hypotension and weakness. It was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between the patients death due to sudden cardiac arrest and ccpd therapy utilizing the liberty select cycler as it could not be confirmed if the patient was connected to the cycler at the time of death. The cause of the patients sudden cardiac arrest leading to her death can be attributed to deteriorating health, worsening hypotension and other comorbidities as reported by a medical professional. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a cause of this event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patients pd registered nurse, it was reported this patient was found unresponsive at home by family on the morning of (B)(6) 2021 and it was determined the patient had expired. It was unknown if emergency services were activated for this event. Reportedly, the patient was more than likely connected to the cycler at the time of death as she was found in the early morning; however, this could not be confirmed. It was believed the cause of death was due to a sudden cardiac arrest due to deteriorating health, worsening hypotension and other comorbidities. The patient was previously hospitalized for gastritis on (B)(6) 2021 and upon discharge on (B)(6) 2021, the patients health continued to decline with hypotension and weakness. It was confirmed the patients death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).